Manufacturer narrative:
Quality assurance analysis revealed that the catheter was returned without any blood visible. There was thick contrast visible in the balloon. The stent was returned in a plastic bag and not on the balloon. There were three rows of struts that were slightly flattened in the middle of the stent. There were no crimp marks noted and there were creases on the balloon. The hypotube shaft was wavy distal to the strain relief tubing up to 6 cm proximal to the guide wire exit notch. No other damage was noted. A laser micrometer was used to measure the outer diameter of the stent and these did not meet manufacturing criteria. No other damage was noted. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent dislodged during prep, as the stent was found on the prep table in the cath lab; however, the stent was not confirmed to be present on the balloon prior to use and the stent delivery system (sds) was inserted into the patient. Quality assurance analysis confirmed that the stent had dislodged as it was returned not on the balloon. The middle of the stent was slightly flattened and the outer diameter of the stent did not meet specification for crimped stent diameter. Because stent outer diameter is verified 100% at the time of manufacture, and units in this lot were all well within the required specification, this most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon. The damage to the middle of the stent may have resulted from excessive force during removal of the protective sheath or from handling of the stent after it had dislodged. The only other damage to the device was the fact that the hypotube was wavy. There was no mention of this in the incident and likely resulting form handling/packaging of the device for shipment back to abbott for evaluation. Potential causes for this type of event, as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Although a conclusive root cause cannot be determined, a field discrepancy notice (fdn) will be issued to further investigate this issue because there were no crimp marks present on the returned device. It is possible that this unit received adequate crimping at the time of MFR and that because the device was inflated and used, the crimp marks are no longer visible. The fdn will be issued to investigate the possibility of inadequate crimping during manufacturing. It should also be noted that the instruction for use (IFU) recommends inspecting the stent after sheath removal, prior to use, in order to avoid use of the device without properly mounted stent. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent was not confirmed to be on the stent delivery system (sds) balloon prior to use; therefore the sds was placed in the target lesion for stent deployment. It was noticed that the stent had dislodged from the sds and was found on the prep table. The procedure was completed with poba only. Reportedly, there were no patient effects. No additional event or patient information is reported.